Event description:
Our customer reported to us: there has been an incident with this skull clamp when in use, where it has caused damage/injury to a patient. Patient was in supine position and on a theatre trolley. Mayfield clamp was applied to the patient head to secure her to the operating table. Theatre team then tolled her from trolley to the operating table. When she was prone the surgeon noticed that blood was dripping from the patients head. The surgeon checked the mayfield pin side and said that the mayfield pin had moved and that it created a cut on the patients head.